Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via ipsilateral antegrade approach. The 100% stenosed target lesion was located in the mild tortuous and severely calcified vessel below the knee. A non-boston scientific guidewire was able cross the target sight after placing a 5f non-boston scientific sheath. A .5mm x 20mm x 143cm coyote es balloon catheter was advanced for dilation. During the procedure, the balloon ruptured upon first inflation at 8 atmospheres for 10 seconds. The device was removed without any problem. The lesion was inflated again with another of the same device and completed the procedure. No complications were reported, and the patient was in good condition after the procedure.

Manufacturer narrative:
E1: initial reporter city: (B)(6).